Event description:
It was reported that customer planned to return a problematic pump while continuing to use current pump for insulin delivery, and pump was still within warranty. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump in storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to send back problematic pump within 10 days using pre-paid label, which customer understood and acknowledged.